Manufacturer narrative:
Result: faulty head right load cell caused scale to malfunction.

Event description:
It was reported by service report that the scale would not zero and was exhibiting a service call message. There was no pt involvement, and no adverse consequences were reported.